Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (does not communicate with a monitor) has been confirmed. Upon evaluation of the electrode belt, the electrode belt does not communicate with a monitor. The cause was isolated to multiples wires being shorted. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.